Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.